Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected. They were sleeping when the alarm occurred. They woke up to a high blood glucose of 320 mg/dl. They treated with the insulin pump. Troubleshooting was performed. They had previously called to report a power error detected alarm. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.